Manufacturer narrative:
Corrected data device available for evaluation device evaluated by manufacturer manufacturer narrative: the customer reported that the central nurses station (cns) has signal loss with multiple telemetry devices. The customer stated that the signal strengths appear to be better and that he is not getting signal loss but would like to keep the case open in the event that the issue returns. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.

Event description:
Hold for jewel 11/13/2017

Manufacturer narrative:
Corrected data device available for evaluation device evaluated by manufacturer manufacturer narrative: the customer reported that the central nurses station (cns) has signal loss with multiple telemetry devices. The customer stated that the signal strengths appear to be better and that he is not getting signal loss but would like to keep the case open in the event that the issue returns. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.

Event description:
Hold for jewel 11/13/2017